Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, dislocation of custom humeral component out of scapula. Custom retaining liner failed.

Manufacturer narrative:
The device involved is not commercially available by mpo. Therefore the event is not reportable. Please void the initial report.